Event description:
It was reported that a titanium trochanteric fixation nail system (tfn) initial surgery was performed on (B)(6) 2014. During the surgery, the canal for the blade guide sleeve (357.369) on the 130° aiming arm (357.366) was worn away due to overuse. The aiming arm did not prevent the sleeve from rotating. The surgeon continued using the aiming arm with difficulty; however, the surgery was completed successfully, with a 20-30 second surgical delay. No patient harm was reported, the patient outcome was "okay". This complaint involves three devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the returned devices are critical components of the synthes titanium trochanteric fixation nail (tfn) system which allows for an intramedullary method for stabilizing femur fractures using implants made of titanium alloy. The tfn system is composed of a series of cannulated nails, helical blades, end caps, locking bolts, and screws. The tfn system includes a 130° aiming arm (357.366) which in accordance with the blade guide sleeve (357.369) and buttress nut (357.371), are used to accurately guide a helical blade into the tfn in order to help secure it following insertion. Drawings 357_366 (rev b) (07mar05), 357_369 (rev c) (20mar02), and 357_371 (rev a) (09may01) were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. The returned aiming arm ((B)(4)), blade guide sleeve ((B)(4)), and buttress nut (4400405) were mated and used in an attempt to recreate the complaint condition. While screwed onto the blade guide sleeve, the buttress nut had difficulty fully engaging with the aiming arm and the complaint condition was confirmed. The region of the buttress nut which interacts with the locking region of the aiming arm was badly worn and no longer capable of smoothly mating with the aiming arm. The smooth flange region was flattened in regions which do not reflect the intended design seen in drawing 357_371 (rev a), which prevented the buttress nut from functioning as intended. In addition to the damaged buttress nut, the returned aiming arm was found to have significant wear in the canal region through which the buttress nut/guide sleeve are placed during surgery. A service history maintenance review was performed. The investigation of the complaint articles has shown that: the DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.